Event description:
As reported on user medwatch (B)(4) "pt had PICC line placed for antibiotic therapy. Thirteen days later, staff noticed crack in tubing at the hub. PICC line was removed and replaced." The original intended procedure was indicated to be: "antibiotic therapy via PICC line." The "device usage problem" was stated as: "device failed (e.g. Broke, couldn't get it to work or stopped working.)" Device was reported as being available for eval. Pt condition was states as: "pt has diabetes and had PICC placed for antibiotic therapy."

Manufacturer narrative:
Navilyst medical has made multiple attempts (electronic and by phone) to contact the complaint reporter to obtain add'l details on the incident, and determine availability of the sample for eval. In the most recent conversation with the hospital (on may 27, 2011) they indicated that they are attempting to obtain the info we have requested. The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).